Manufacturer narrative:
Follow-up #3 (6/21/2013) -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/15/2013 with the following findings: the error was not reproduced; however, the meter failed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (06/07/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on 5/20/2013 with the following finding: the test strips were evalauted and the primary complaint was not confirmed; however, a secondary issue was noted where the test strips had failed for control solution low.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #2 (06/11/2013)-device evaluation: the test strips (lot# 3427868) involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on 05/21/2013 with the following findings: the test strips failed testing, an error 4 was observed with no assignable cause found. The subject meter was also returned on 5/3/2013 but evaluation of the meter has not yet been completed therefore no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.